Manufacturer narrative:
The device was received with the cannula assembly not deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated after completion of the first priming sequence. No damages were observed with the soft cannula. No evidence was found that would result in the needle deploying early. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damaged cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula fell apart when the needle cap was removed; indicating the cannula was damaged. The patient's blood glucose (bg) rose to 20.4 mmol/l (367.2 mg/dl). The pod was not worn.